Manufacturer narrative:
Concomitant medical products: 2 alcohol caps; one used 1,000nl IV bag. The customer¿s report that the tubing ballooned and broke (separated) was confirmed as received. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. During visual inspection it was observed that the silicone segment was separated from the upper fitment at the pump segment. No crush marks were observed on the upper or lower fitment. Functional testing was not performed due to leaking that would occur from the separated tubing. Further inspection found weakened tubing at the location where a balloon would naturally occur. This action was found to result in excessive pressure within the silicone segment causing the silicone segment to balloon and the silicone tubing to be stretched. The silicone pump tubing was found to be within measurement specifications. The root cause for the source of the excessive pressure is unknown.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "intravenous (IV) pump alarming occluded on patient side, when ruled out occlusion from patient and remains to alarm, IV pump opened noted tubing m pump forming balloon below blue portion of primary tubing and ruptured/broke." It was noted that IV potassium chloride in 5% dextrose and 0.9% sodium chloride was infusing at the time of the event. It was further confirmed during follow-up, that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report of that the tubing ballooned and broke (separated) was confirmed as received by visual inspection. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and its components. The silicone segment was separated from the upper fitment at the pump segment. No crush marks were observed on the upper or lower fitment. Further inspection of the top of the silicone tubing observed that a small portion of the silicone tubing was softened or weakened. The weakened tubing was also found to be at the location where a balloon would typically occur. The inner diameter of the silicone pump tubing was found to be within specification. Ballooning was not replicated in any clamped testing but has been replicated in unclamped testing when the tubing had been visually observed to be compromised (from previous ballooning). The root cause was not identified.

Event description:
Customer advocacy received a copy of the customer's medwatch report from the FDA which states, "intravenous (IV) pump alarming occluded on patient side, when ruled out occlusion from patient and remains to alarm, IV pump opened noted tubing m pump forming balloon below blue portion of primary tubing and ruptured/broke." It was noted that IV potassium chloride in 5% dextrose and 0.9% sodium chloride was infusing at the time of the event. It was further confirmed during follow-up, that there was no patient harm as a result of this event.